Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pacilitaxel set was leaking around the filter during infusion. The device was being used with a chemotherapy drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The provided photo was not clear enough and did not show the exact location of leak. A retained sample was gravity tested and the liquid flows through the tubing and no leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.